Manufacturer narrative:
He device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Event description:
It was reported that the patient's blood glucose levels reached 288 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.